Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarm and no numbers scrolling during testing noted. The pump was received with intermittent button response and button error alarms due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that while attempting to enter blood glucose, the screen kept scrolling. Customer removed battery and received a battery out limit alarm. Customer was not able to clear alarm due to buttons not responding. Customer's blood glucose was 350 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.